Event description:
It was reported by the aci sales professional that a patient had undergone a coronary diagnostic procedure on an unknown date. No peri-procedural anticoagulants were administered. The attending physician stated that there was no difficulty during access. Post procedure, the physician, trained to the mynx device, proceeded to use the mynx for femoral artery closure and successfully achieved hemostasis. Two weeks post procedure, the patient was at the airport and when the patient went to pick up the suitcase, the patient experienced pain and felt a "pop" in the groin. The patient went back to the physician for evaluation and it was determined that the patient had a pseudoaneurysm (psa). The psa was successfully treated with thrombin injection. There is no report of further patient clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot # f0901206) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.